Event description:
Pt spontaneously reports that she usually changes cassette at 9 pm but around 8:45 pm she felt like she was without medication. Dizzy, light headed, hands shaking. She checked her pump and it showed she still had 9 ml left but the cassette was empty. Sent replacement pump. No other info available. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.